Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter. Patient self tester tests every single day. Patient did not take her coumadin dose on (B)(6) 2011 based on her inr results. Medication was resumed on (B)(6) 2011.